Manufacturer narrative:
Follow-up report submitted to document device evaluation results. H3 other text : product not available

Event description:
In sterile processing at the user facility, it was reported the device guide stop was missing, posing the risk of a small component being lost in a surgical site. There were no adverse consequences related to this event.

Event description:
In sterile processing at the user facility, it was reported the device guide stop was missing, posing the risk of a small component being lost in a surgical site. There were no adverse consequences related to this event.